Event description:
Info received indicates the casters will not hold in the brake position.

Manufacturer narrative:
The technician found when he placed the bed in brake mode he was able to slide the bed around. He found the casters were aged and worn. He replaced the four casters to repair the bed.